Event description:
User received a false positive tnt result for one patient sample. The sample initially recovered 0.354 ng/ml and repeated as <0.010 ng/ml. The false positive result was reported and there was no information provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.